Event description:
On (B)(6) 2025, the patient¿s college nurse called their legal guardian to inform them that the patient was going into high blood glucose (bg) levels, and no corrections would bring them down. The controller would only display high. When the reporter arrived at the college with an injection pen, they noticed the patient was borderline diabetic ketoacidosis (dka) with their bg levels at 39 mmol/l (702 mg/dl) and their ketones were at 3.1. The patient was experiencing dizziness, tiredness, and their legs were shaking. The patient was walked to the hospital next door where they were admitted about 10 minutes after entering the hospital. The patient was under observation for approximately 5 hours. The patient was advised to remove the pod. The patient was provided lunch and was monitored by taking their vitals, blood testing for dka and they were provided with insulin through a backup method insulin pen injection that their legal guardian had brought. The reporter stated the pod was worn for between 5 and 24 hours. The cannula was inserted in their abdomen and there were no error messages or any insulin leaking out. There was no further treatment provided by the hospital. As soon as the bg levels were stabilized and normal, a new pod was activated, and they were then released from the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.